Event description:
It was reported that the threads on the tip joint of the sonopet universal handpiece were broken off while in the sterile processing/decontamination department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During device evaluation, the reported event of the tip joint/angle nut missing threads was confirmed. A broken angle nut can be caused by over-torquing of the angle nut while attaching a tip to the handpiece. Per the instructions for use: do not over torque the ultrasonic tip during installation. Stop tightening immediately when you hear the click. Minimal effort should be required. Failure to comply may result in a loss of function. The device was discarded by the manufacturer following evaluation.